Manufacturer narrative:
Additional info: d10,, g7, g9, h2, h3., h6, h10 results of investigation: the device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. As this complaint is also being handled through smith and nephew's legal team(s), any responses to these queries are not immediately available and/or are not expected to be available for several months, if ever, due to the timing of device return/the delivery of the information is in the control of the patient's solicitors, not smith and nephew. If/when smith and nephew's legal team(s) receive clinically relevant documentation for this complaint, the clinical/medical task may be re-evaluated. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms per the provided translated documentation, the non-union/pseudarthrosis of the comminuted distal femoral fracture was the contributing factor to the reported event. The noted ¿sores over distal femur¿ and the new onset of ¿limited extension¿since a few weeks back¿ were likely indicative of the excessive load/internal stresses being placed on the plate/osteosynthesis construct and foreboding signs of impending rupture. Per the IFU special note: ¿repeated stress in patients with delayed healing or nonunion, the appliance will inevitably bend, break or pull out of bone.¿ the patient impact beyond the nonunion, reported symptoms with subsequent construct rupture and revision could not be determined, although the patient reportedly had a 3 month treatment extension. However, as of feb 2020, the ¿distal femur fracture is healed in good position.¿ no further medical assessment can be rendered at this time. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the patient underwent a revision surgery due to a plate fracture. The bone did not heal as it should and it was found that the implanted plate broke off. The patient was again hospitalized until (B)(6) 2019. He used an orthosis on his leg until (B)(6) 2019 and only afterwards had his leg loaded without orthosis.